Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to a kinked or partially collapsed drainage lumen. It was unknown whether the device had met relevant specifications. The product was used for the treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number and the lot number for this device was unknown. Therefore bd was unable to determine the associated labeling to review. Correction: d. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the customer had some difficulties with the intermittent catheter kits with pre attached bag. The urine was not flowing once the catheter was inserted. When the customer push on the bladder or manually pull the bag apart the urine starts flowing without a problem.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer had some difficulties with the intermittent catheter kit with pre-attached bag. The urine was not flowing once the catheter was inserted. If customer pushed on the bladder or manually pulled the bag apart, the urine flowed without a problem.